Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp would not ignite and the spare lamp came on, the spare lamp indicator was on and the time taken for the main lamp to ignite was longer than expected. This report is submitted due to the reported problems that main lamp would not ignite and the spare lamp came on and the spare lamp indicator was on. The problems, as reported to olympus, were identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the failure of the emergency light was not confirmed, therefore, the cause could not be estimated. The issue was resolved by replacing the xenon lamp, therefore, it was likely that the cause was that the xenon lamp failed. The cause of the xenon lamp failure is unknown. The clv-190 instruction manual has the following description, which may prevent damage to the appearance of the equipment: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur.¿ olympus will continue to monitor field performance for this device.